Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4) the handpiece was received with the 4-40 stud detached and not broken as reported in the event description. The 4-40 stud was not returned with the handpiece. In addition, upon visual inspection to the nose cone, it was observed that the internal gray ring was cracked. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It has been reported that during an unknown procedure the handpiece's tip stayed inside the harmonic device at the end of use while the surgeon tried to remove it. No patient consequences.